Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found severed motor mount screws. This part is a known contributor to system error 105 alarms. The failed motor assembly and screws were replaced.